Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was deep vein thrombosis (dvt) with multiple pulmonary embolic events and history of obesity. A venogram was performed identifying the appropriate location and size of the renal veins. The trapease filter was placed and deployed into the level of the top of l2. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt, perforation of the ivc and surrounding tissue/organs. Approximately eight years post implant, u/s revealed patency of the inferior vena cava and lilacs were widely patent. No apparent dvt. The ivc filter was seen in the lumen of the mid abdominal ivc. Medical history at the time included antiphospholipid antibody syndrome, anxiety, bradycardia and the surgical history listed two spinal fusions. Approximately ten years post implant, a CT scan revealed the superior end of the cordis trapease ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly at the superior end and it does not contact the ivc wall. The ivc filter is not tilted at the inferior end. All the struts of the ivc filter perforate the ivc up to 6mm. One anterior strut perforates the ivc wall 5mm and contacts the superior mesenteric vein. Two medial struts perforate the ivc wall both 5mm and reside within the soft tissues. One posterior strut perforates the ivc wall 6mm and contacts the l3 vertebral body. One lateral strut perforates the ivc wall 5mm and contacts the superior mesenteric vein. One lateral strut perforates the ivc wall 5mm and resides within the soft tissues. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, and tilting of the filter. The patient further reports anxiety and panic attacks post implant and taking prescription medication for anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Perforation of the ivc and surrounding tissues from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of filter strut(s) beyond the wall of the inferior vena cava ( ivc), multiple struts perforating the surrounding tissue/organs. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the medical records, the patient was moderately obese and had a history of deep vein thrombosis (dvt) and multiple pulmonary embolic events, for which the insertion of the ivc filter was indicated. Under fluoroscopy guidance, the trapease filter was placed up into the inferior vena cava. A venogram was performed identifying the appropriate location and size of the renal veins. The trapease filter was placed and deployed into the level of the top of l2. Approximately seven years and ten months after the filter was implanted, the patient presented for interrogation of the filter. The interrogation of the inferior vena cava (ivc) duplex under ultrasound guidance demonstrated patency of the inferior vena cava. The lilacs were widely patent. No apparent dvt. The ivc filter was seen in the lumen of the mid abdominal inferior vena cava. Also, the patient inquired regarding the feasibility of filter removal. It was explained that it was an extremely high-risk procedure due to the length of time the filter had been in place. The patient was instead recommended to continue anticoagulation in addition to follow up visits with hematology/oncology. Medical history at the time included antiphospholipid antibody syndrome, anxiety, bradycardia and the surgical history listed two spinal fusions. Approximately ten years and three months post implantation, the patient underwent an abdominal and pelvic computed tomography (CT) scan for filter evaluation. The findings revealed that the superior end of the cordis trapease ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly at the superior end and it does not contact the ivc wall. The ivc filter is not tilted at the inferior end. All the struts of the ivc filter perforate the ivc up to 6mm. One anterior strut perforates the ivc wall 5mm and contacts the superior mesenteric vein. Two medial struts perforate the ivc wall both 5mm and reside within the soft tissues. One posterior strut perforates the ivc wall 6mm and contacts the l3 vertebral body. One lateral strut perforates the ivc wall 5mm and contacts the superior mesenteric vein. One lateral strut perforates the ivc wall 5mm and resides within the soft tissues. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years and three months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilting of the filter, device unable to be retrieved and no documented retrieval attempts. The patient further asserts to have to have suffered from anxiety and panic attacks post implant and taking prescription medication for anxiety.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of filter strut(s) beyond the wall of the ivc, multiple struts perforating the surrounding tissue/organs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Perforation of the ivc and surrounding tissues from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of filter strut(s) beyond the wall of the ivc, multiple struts perforating the surrounding tissue/organs. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.